Manufacturer narrative:
The complaint of a frayed guidewire was confirmed and the cause appears to be use related. The product returned for eval was one nitinol guidewire in its protective hoop, reportedly for a 5fr dual-lumen powerpicc solo catheter kit. Gross examination of the guidewire revealed the outer coil wire to be completely elongated and frayed. The distal weld tip of the guidewire was detached and not returned for eval. Microscopic examination of the guidewire revealed usage residue. Examination of the distal end of the inner core wire revealed material necking with an uneven fracture surface. Given the sample condition and the description of the event that lead to this failure, it appears the guidewire was damaged during use. When the guidewire has been inserted, the needle should not be advanced or the guidewire retracted.

Event description:
Reported from facility, the clinician said to have experienced an issue with a guide wire that was in a PICC tray last wednesday. The wire allegedly became frayed and the flex tip was said to have unraveled inside the vessel during the procedure.